Manufacturer narrative:
The device was evaluated and the investigation was concluded; the reported issue was confirmed. The device was repaired and returned to use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was no audible alarm. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was no audible alarm. There was no patient involvement.